Event description:
The reporter stated a three piece silicone lens model aq2010v was defective and not able to be implanted. No patient contact. Additional information has been requested from the facility, however, none has been forthcoming. If additional information becomes available a supplemental medwatch will be submitted.

Manufacturer narrative:
A work order search was performed on the serial number and there were no similar complaints found within the work order.